Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. And was caused by a faulty charged coupled device (ccd). The investigation is ongoing. And follow-up with the user facility is currently being performed. Additionally, kinks and a knot was found on the cable. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head was taking pictures on its own. And image is flashing on and off. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, charge-coupled device (ccd) failure was observed. Therefore, it was presumed that video function did not function as normal due to ccd failure which resulted in indicated phenomenon [image is flashing on and off]. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.